Event description:
It was reported that non sustained lead noise was noted due to oversensing after vp. The device was reprogrammed. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.